Manufacturer narrative:
A review of the procedural media from the index procedure was performed by a bsc quality engineer as part of the complaint investigation. The available media shows a number of series from a transcatheter aortic valve replacement with a lotus edge valve. There are no images of any predilatation (bav) being performed or the advancement of the catheter. It was observed that the 3 cusps are not aligned in the same plane. The catheter does not appear to be centralized with the anatomy. The valve appears to be positioned low on the left coronary side as the calcification appears to be impinging on the braid at the level of the post top marker on the left coronary side. There appears to be no waist on the valve at the non coronary side, but the valve is at the correct height on this side. The cause of the complaint incident cannot be determined from the available media.

Event description:
The patient was enrolled in the reprise IV study with patient identifier of (B)(6). It was reported that complete heart block occurred. The patient presented for a transcatheter aortic valve replacement (tavr) procedure with a lotus edge valve. Prior to the index procedure, heparin or other anticoagulant was given. The patient was on prior regimen of aspirin and other antiplatelet medications at the time of index procedure. The patient did not receive loading doses of any antiplatelet medications. A lotus introducer was inserted and advanced into position. Balloon aortic valvuloplasty (bav) was not performed. A 25mm lotus edge valve was deployed successfully at the native aortic valve and neither repositioning nor retrieval was attempted. The same day as the index procedure, the patient developed complete heart block. The temporary pacing wire was left in place with 100% v paced and having an underlying rhythm. An electrocardiogram (EKG) post tavr procedure revealed a paced rhythm. A permanent pacemaker implantation was recommended, and that same day a non-bsc dual chamber permanent pacemaker was implanted. The event was considered resolved the same day. Four days post index procedure, the patient was discharged on dual antiplatelet therapy and other anticoagulant.

Event description:
The patient was enrolled in the (B)(6) study with patient identifier of (B)(6). It was reported that complete heart block occurred. The patient presented for a transcatheter aortic valve replacement (tavr) procedure with a lotus edge valve. Prior to the index procedure, heparin or other anticoagulant was given. The patient was on prior regimen of aspirin and other antiplatelet medications at the time of index procedure. The patient did not receive loading doses of any antiplatelet medications. A lotus introducer was inserted and advanced into position. Balloon aortic valvuloplasty (bav) was not performed. A 25 mm lotus edge valve was deployed successfully at the native aortic valve and neither repositioning nor retrieval was attempted. The same day as the index procedure, the patient developed complete heart block. The temporary pacing wire was left in place with 100% v paced and having an underlying rhythm. An electrocardiogram (EKG) post tavr procedure revealed a paced rhythm. A permanent pacemaker implantation was recommended, and that same day a non-bsc dual chamber permanent pacemaker was implanted. The event was considered resolved the same day. Four days post index procedure, the patient was discharged on dual antiplatelet therapy and other anticoagulant.